Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and identified the flex vision display went blank. Onsite service, on another work order, to resolve the issue the fse replaced the x-ray pc initially another case. After complete software reload the issue persisted and then suite pc was replaced. After replacing the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the acquisition monitor and the flexvision monitor shut off. The customer rebooted the system; however, it did not boot back up after the reboot attempt. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.